Event description:
It was reported by the customer that a pyxis medstation es system main drawer 2.1 jammed. Customer stated that unable to open the drawer despite reboot and recovering. There were delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the devices had been fixed. The customer resolved the issue and there was no additional information available regarding the resolution. The system functioned as intended after field service engineer troubleshooted the device.